Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a collarless corail stem with fitmore (zimmer) cup and liner. The corail stem had subside abut was not loose. Because of the subsidence the patient had lost a lot of leg length and offset. The depuy metal head was removed (as per impacted products) and a bioball (merete) was implanted to restore leg length and offset. The corail stem (3l92511 lot 5230543) and zimmer cup/liner were retained. Doi: unknown, dor: (B)(6) 2022, unknown side.

Event description:
Additional information received. A.please kindly provide the lot number of these products 1.unknown hip acetabular liners. As per the event description; the liner was a zimmer product. B."was there any patient harm relevant to this event? If yes, please kindly provide the details." No patient harm reported. C."can you confirm the primary surgery date or the original implantation date?" Not known. D.-"was there a surgical delay? If yes, what is the duration of the delay?" No delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.